Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure, the operation check failed/ECG fault. As the equipment is not within the warranty period, the customer did not request for philips to further inspect the equipment. The device remains at the customer site unrepaired.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an ECG fault. There was no reported patient involvement.